Manufacturer narrative:
The device mentioned in the complaint was not available for analysis. Therefore, the quality documents accompanying this device and also the production lot have been reinvestigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The pacemaker mentioned in the complaint was sold in 2001. The connection between pacemaker and leads have been designed to be usable with multiple cable designs. Thus, a variable clamping technology has been established. The cable connector is labeled in order to avoid mishandling. In the sense of continuous improvement, the pacemaker and cable design was changed in 2004, so that incorrect connection is no longer possible even if done accidentally.

Event description:
Ous MDR. The user connected the cable backwards, despite the label, to this edp 30/a, which has an old connection style that was changed back in 2004 to prevent inappropriate connections.